Event description:
Information received by medtronic indicated that the insulin pump got exposed to water. The customer stated that fluid under the lcd display and there are cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=(black). On (B)(6) 2021 customer concern: patient pump got exposed to water and cracked case. No further concerns recorded. After battery installation a constant flashing medtronic logo appeared. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding and causing electrical short on electronic assemblies. The history download (thump software) was unsuccessful since pump is on a constant flashing medtronic logo and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assembly. Force sensor zero offset within spec (22.7mv). Unit also received with cracked case(battery tube). In conclusion unit came in with constant flashing medtronic logo, unable to complete download using (thump software) due to corroded pcb1 and pcb2. (B)(4).